Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that the clinician obtained another battery and the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.